Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one week post implant, the right ventricular (rv) lead exhibited high/undefined pacing impedance and t-wave oversensing (twos). It was further determined there was an issue with the setscrew of the implantable cardioverter defibrillator (ICD). The pocket was re-opened, the lead was tested and reinserted into the header of the device. Both the ICD and lead remain in use. No patient complications have been reported as a result of this event.